Event description:
This report is being filed due to the mitraclip single leaflet device attachment. (B)(4) - triluminate pivotal; patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented for a baseline echocardiogram entering the triclip/tricuspid valve for this study. The echocardiogram showed three mitraclips. One of the three had a single leaflet device attachment (slda). The mitraclip was from a previous mitraclip procedure (procedure date unk). There was no treatment, no associated injury, and no unplanned hospitalization reported for the mitral valve slda. No additional information was provided regarding this issue.

Manufacturer narrative:
D6a: estimated. The device remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported slda was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.